Event description:
Additional information was received for this case. The physician completed the explant observation report for this case. The recent CT revealed that there was stenosis in the left iliac limb. There was folding of the top of the stent graft. There was evidence of inflammation of the anterior wall of the abdominal aortic aneurysm. Thrombosis was present in the aneurysm sac and at the seal zones. Proximally, the device came out of the aortic vessel easily. The mid body came out easily from aneurysm contents. Distally, on the left side, as well as on the right side, the device appeared firmly attached to the iliac artery. The surgical conversion and explant procedure was successful.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, aneurysm rupture), (insufficient information; cause is unknown). Conclusions: (insufficient information; cause is unknown).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient had a CT performed two weeks prior to the emergent secondary intervention which revealed that the stent graft had pulled down, the proximal part of the stent graft appeared abnormal and there is stenosis in the iliac limb and iliac artery. The patient presented emergently with abdominal pain and the CT demonstrated that aneurysm had ruptured. The physician performed an open surgical repair explanting the stent graft and converting the patient to a conventional graft. During explant of the stent graft it was revealed that one of the suprarenal stents had separated from the fabric and was embedded into the aorta above the renal arteries. It was reported that the patient expired two days post implant, however the cause of the death is unknown.